Manufacturer narrative:
(B)(4).

Event description:
It was reported that product sterility was compromised. During unpacking, it was noticed that the encore balloon catheter inflation device had cracks in the plastic box rendering the device unsterile. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original sealed pouch. The returned device matches with upn and lot provided by the customer. The device presents a crack in its original tray near the rear part of the gauge of the encore device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that product sterility was compromised. During unpacking, it was noticed that the encore balloon catheter inflation device had cracks in the plastic box rendering the device unsterile. The procedure was completed with a different device. No patient complications were reported.